Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data was 2.74 v, 177 ua, <1 kohms. A previous measurement on november 3, 2005, was 2.74 v, 8 ua, <1 kohms. When the base rate was increased from 60 ppm to 65 ppm, the measured battery data returned to normal at 2.74 v, 8 ua, <1 kohms. The device was left at 65 ppm.